Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. No death, serious injury, permanent impairment, or medical intervention was reported. During evaluation of the device, the third-party service center visually inspected the device and observed evidence of visible foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed extreme dirt, moisture, and error codes. No information was provided indicating that these observations contributed to or caused the reported event. Following completion of the evaluation, the device was scrapped by the service center. There was no reported adverse clinical outcome associated with this event. Based on the identification of visible foam degradation during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.